Event description:
Physician attempted to deploy an endeavor resolute rx (2.50 x 30mm) stent at the distal lad. There was severe calcification at the lesion. The physician noted at lesion that the device was deformed. There were no abnormalities noted prior to use of the device. Evaluation summary: the proximal pillow balloon folds were partially open. A number of struts on the 5th proximal stent segment were raised and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent); patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).